Event description:
Pt required aspiration of fluid from both sides following participation in a peak mastectomy study. Pt was prescribed antibiotics.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of peak clinical studies. Product was not available for eval because the complaint file was opened based on the retrospective review of the clinical study file. A lot number was not provided so an investigation of the lot history record could not be performed. End of report.